Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Per the instructions for use (IFU), the 3300tfx valve is indicated for patients who require replacement of their native or prosthetic aortic valve. This device was implanted in the pulmonary position. This device has been used in an off-label manner. Corrected h6 investigation findings by replacing code-180 with code-3221.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of seven (7) years, eight (8) months due to regurgitation. The tpvr was performed with a 26mm 9600tfx transcatheter valve without complication. The patient was in a stable condition. As reported, there was no issue with any device.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Multiple requests for additional details regarding this event have been performed. At this time, there is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 25mm edwards pericardial valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an unknown implant duration due to regurgitation. The tpvr was performed with a 26mm 9600tfx transcatheter valve without complication. The patient was in a stable condition. As reported, there was no issue with any device.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of seven (7) years, eight (8) months due to symptomatic stenosis, and moderate regurgitation. The tpvr was performed with a 26mm 9600tfx transcatheter valve without complication. The patient tolerated the procedure well and was discharged to home on pod #1 in a stable condition. As reported, there was no issue with any device.

Manufacturer narrative:
H10: additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Updated h6 clinical code. Updated h6 device code(s). Updated h6 type of investigation. Updated h6 investigation conclusions. H11: corrected data: corrected h6 component codes by replacing code-527 with code-439. Corrected h6 investigation conclusions by replacing code-4315 with code-50.